Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that the drive support cap was sticking out. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.